Manufacturer narrative:
Concomitant products: product ID: 389233, lot# j0235602v, implanted: (B)(6) 2002, product type: lead. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n238461, implanted: (B)(6) 2012, product type: accessory. Product ID: neu_unknown_lead, lot# serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the lead was placed at t8.

Event description:
The patient had a lead added to her ins on (B)(6) 2014 for more coverage. The patient¿s device was checked prior to surgery to make sure it was working. Bandages were still present in the implant area. Now the patient was not able to adjust stimulation, the device was powered off. The patient connects then sees 0.00 and when she tried to increase she saw a lightning bolt. An information request was made on the patient programmer (pp). Once the patient turned the ins on she was able to increase, she increased to 2.3v on program 1. Group letter or position icon was not seen. Stimulation was only felt on the left side, not on right. When the patient moved a certain way she felt some stimulation on the right side. The patient was doing something and her machine in back cut off and went down to 2.0v on program 1. The pp showed that the stimulation was on. The patient later reported that a company representative was able to resolve her concerns and she no longer needed assistance. The patient was walked through adjusting stimulation and reviewed that swelling may impact how the patient feels stimulation. The company representative reported on (B)(6) 2014 that the patient was reprogrammed and doing well.